Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible. As part of resolution, the RMA was authorized to offer the user a sensor replacement. H3: device evaluated by manufacturer? No, not returned to manufacturer. H6: type of investigation updated to 4114. H6: investigation findings updated to 3221. H6: investigation conclusions updated to 67.